Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that proximal stent struts moved 11mm in a distal direction on the balloon, the stent struts were bunched and overlapping, distal stent struts moved over distal markerband. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were visible on the exposed proximal part of the balloon body and there was no sign that positive pressure was applied to the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderate to heavily calcified mid circumflex artery. Pre-dilation with a 2.5x12 non-bsc balloon catheter was performed followed by additional predilation with a 2.5x12 nc quantum balloon catheter. A 2.50 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, when stent placement was attempted, a very dark area within the markers were noticed. The stent was not deployed and was removed. It was noted that the entire stent was compressed onto the distal half of the balloon and the proximal half of the balloon was bare. A 2.5x28 synergy stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderate to heavily calcified mid circumflex artery. Pre-dilation with a 2.5x12 non-bsc balloon catheter was performed followed by additional predilation with a 2.5x12 nc quantum balloon catheter. A 2.50 x 32 synergy ii drug-eluting stent was advanced to treat the lesion. However, when stent placement was attempted, a very dark area within the markers were noticed. The stent was not deployed and was removed. It was noted that the entire stent was compressed onto the distal half of the balloon and the proximal half of the balloon was bare. A 2.5x28 synergy stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.